Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin squirted out of the tubing during the manual prime process. The patient's blood glucose at the time of incident was 190 mg/dl. Troubleshooting was initiated for the prime and rewind issue. The customer was disconnected from the insulin pump during the prime process. The device piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen and no beeps were heard. It was impossible to exit the prime menu. The insulin pump was not bumped, dropped, or exposed to moisture. The insulin pump will be returned for analysis.